Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed a no output condition when programmed to vvi unipolar pacing. Further testing revealed the no output condition was the result of lifted hybrid bond wires.